Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm, approximately 5.5 years ago as a part of a clinical trial. Aneurysm and vessel morphology at the tie of implant were not reported. The patient has a complex aortic repair history, including endovascular repair of a new proximal thoracic aortic aneurysm with another manufacturer's stent graft in 2006 and endovascular repair of an abdominal aortic aneurysm in 2007. It was reported that approximately 4 months ago, the patient presented with a dissected abdominal aortic aneurysm and a short, right common iliac/external iliac artery dissection. At that time, the thoracic aneurysm was noted as saccular in shape, increased in size to about 7 cm, with a distal type I endoleak and a thoracic dissection present; however, the patient was stable and mainly presented with abdominal symptoms. As per the physician, the thoracic endoleak was not related to the device or to the procedure, but related to the thoracic aneurysm disease. The physician elected to coil-embolize the false lumen of the thoracic dissection and implant 2 stent grafts from another manufacturer, which successfully resolved the thoracic aortic dissection and endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: arterial trauma/dissection, endoleak. Conclusion: thoracic aneurysm disease with aneurysm expansion.